Event description:
Four years later from date of implant, pt started to complain of excruciating pain, that at times she can't walk, talk or move, bloatedness, awful burning sensation at her back, and dysuria. Reason for implant: prolapse and stress urine incontinence. Device remains implanted.